Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) reported during dialysis mode the machine prompted with an ¿flow inlet error ¿ alarm message during testing and stated when the machine was pulled from service and examined it was discovered the black ground wire appeared ¿scorched¿ at the point where it plugged into the distribution board. The biomed tech confirmed there was no patient involvement or injury. The biomed tech confirmed no visible smoke, flames or sparks were observed, and no damage was observed with any other components. The biomed tech confirmed the machine was plugged into a gcfi outlet (hospital grade outlet) as per recommended power source. The biomed tech stated a replacement heater cable was ordered and the machine was currently still out of service pending replacement of the heater cable. The biomed tech stated the heater cable was going to be returned once the replacement component was received.

Manufacturer narrative:
Plant investigation: the device and component were not returned to the manufacturer to date for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer (biomed tech) reported during dialysis mode the machine prompted with an ¿flow inlet error ¿ alarm message during testing and stated when the machine was pulled from service and examined it was discovered the black ground wire appeared ¿scorched¿ at the point where it plugged into the distribution board. The biomed tech confirmed there was no patient involvement or injury. The biomed tech confirmed no visible smoke, flames or sparks were observed, and no damage was observed with any other components. The biomed tech confirmed the machine was plugged into a gcfi outlet (hospital grade outlet) as per recommended power source. The biomed tech stated a replacement heater cable was ordered and the machine was currently still out of service pending replacement of the heater cable. The biomed tech stated the heater cable was going to be returned once the replacement component was received.

Manufacturer narrative:
The heater bar cable module was returned for ¿flow inlet error¿ (reported failure). A visual inspection on the heater bar cable module found physical damage. The heater bar cable was tested on a test machine to investigate for the reported failure without issues. The portion that plugs to power supply seems to have discoloration on it. Crimp connection was melted as well. The reported failure was ¿not confirmed¿. The heater bar cable was returned to return goods for final disposition. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer (biomed tech) reported during dialysis mode the machine prompted with an ¿flow inlet error ¿ alarm message during testing and stated when the machine was pulled from service and examined it was discovered the black ground wire appeared ¿scorched¿ at the point where it plugged into the distribution board. The biomed tech confirmed there was no patient involvement or injury. The biomed tech confirmed no visible smoke, flames or sparks were observed, and no damage was observed with any other components. The biomed tech confirmed the machine was plugged into a gcfi outlet (hospital grade outlet) as per recommended power source. The biomed tech stated a replacement heater cable was ordered and the machine was currently still out of service pending replacement of the heater cable. The biomed tech stated the heater cable was going to be returned once the replacement component was received.